Event description:
Baxter great britain reports a home patient (hp) had difficulty priming their homechoice set during use with the homechoice machine prior to their automated peritoneal dialysis (apd) therapy. No patient injury or medical intervention was indicated at the time of the initial report.